Event description:
A total of 33 patients had 49 endeavor stents implanted. Follow up angioscopy showed the presence of thrombosis in 23% of patients and 3% of patients on dapt experienced bleeding

Manufacturer narrative:
Evaluation results: (root cause could not be determined). Inherent risk of procedure ¿ (blood loss <(>&<)> thrombosis). No results available since no evaluation performed - (device or procedural images not provided for review). (No device received for evaluation). Evaluation conclusions: inherent risk of procedure ¿ (blood loss <(>&<)> thrombosis) 68 unknown ¿ (root cause could not be determined). (B)(4). Arterial repair 4 months after zotarolimus-eluting stent implantation observed on angioscopy http://www.j-circ.or.jp (circ j 2013; 77:1186 ¿ 1192). Date of event = publication date (year only valid).